Event description:
It was reported that the patient experienced an infection. According to the doctor, the area was not able to be kept dry. The implantable cardiac monitor was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed no anomalies.